Manufacturer narrative:
Visual analysis found out that only a deployed stent was returned and no delivery catheter was returned. No issues were noted with the profile of the stent. The noted event was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent 20mm x 6cm was used in the bronchus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a bronchial stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was 50% deployed when the suture could no longer be released. The physician continued to pull on the suture and noted that the catheter bowed. The physician removed the partially deployed stent from the patient. The procedure was completed with another ultraflex tracheobronchial 10mmx2cm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent 20mm x 6cm was used in the bronchus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a bronchial stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was 50% deployed when the suture could no longer be released. The physician continued to pull on the suture and noted that the catheter bowed. The physician removed the partially deployed stent from the patient. The procedure was completed with another ultraflex tracheobronchial 10mmx2cm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.